Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any add'l info.

Event description:
The plaintiff's attorney alleged that the pt experienced a heart attack which is alleged to have been caused by the product administered to the pt for dialysis treatment.